Manufacturer narrative:
Our evaluation of the returned device confirmed the report. The cutting wire securing component has pulled free from the distal tip of the catheter. The sheath is torn in the area where the securing component was originally located. A portion of the securing component is missing, but the cutting wire is intact. The cutting wire exhibits evidence of cautery application. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the lab setting. However, we can provide the following comments: factors that can contribute to damage/breakage to the securing component include over-flexing the device and/or manipulating the handle with the catheter in a coiled position. This observation can also be made if the distal end of the catheter is shaped manually. The instructions for use for this product line caution the user against exercising the device under these conditions. The sphincterotome is provided with a shaping wire in the distal tip to aid in optimal orientation, thus obviating the need for manual formation. We can report that this can occur if the device makes contact with the endoscope when cautery is applied. The instructions for use for this product line caution the user to ensure the cutting wire is completely out of the endoscope when applying cautery, as contact with the endoscope may cause grounding and result in patient injury, operator injury and damage to the device and/or endoscope. Corrective action: no corrective action warranted at this time because this incident may be use and/or procedure related. Prior to distribution, all cannulatome double lumen sphincterotome are subjected to a visual inspection and functional test to ensure device integrity.

Event description:
During an ercp procedure, the physician used a cook endoscopy cannulatome ii pc double lumen sphincterotome. The cutting wire securing component of the device broke during the procedure. A small portion of the securing component is missing and possibly detached within the patient. An injury to the patient was not reported.